Event description:
New information indicates the device was reprogrammed.

Event description:
It was reported that during a merlin.net transmission the left ventricular lead exhibited high impedance, all other measurements were normal. The patient did not experience any adverse events. The lead remained implanted.

Manufacturer narrative:
(B)(4).